Manufacturer narrative:
Eval results: the complaint was confirmed. As received, the returned lead was kinked with all wires broken at approx 25 cm from the stimulation end. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-10316. The pt received the scs system on (B)(6) 2011, which included two leads from different lots. It was reported the pt no longer felt stimulation due to a lead fracture. The fractured lead was removed and replaced on (B)(6) 2011. The MFR was unable to identify the lot number of the fractured lead; therefore, two reports will be submitted.